Event description:
It was reported that during an unknown procedure, the cover of the endoscope was found off the scope and into the patient's lumen that was retrieved using a rat tooth forceps. No further harm to the patient was reported.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00152. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Event description:
No additional information provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. Updated fields: d8, h2, h4, h6. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the complaint could not be directly confirmed since the device was not returned and the customer did not respond to follow up attempts. The most probable cause of the complaint is unable to exclude device problem. The investigation findings do not clearly confirm the presence or absence of the reported problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.